Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. The investigation also determined that this device also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise and oversensing of the respiratory rate trend (rrt) sensor on the right atrial (ra) channel. Also, variable ra pace impedance measurements were observed but they were within the normal specification range. Boston scientific technical services provided guidance to the healthcare provider to bring the patient into the clinic to troubleshoot and program the rrt sensor off. The device remains in-service. No patient symptoms or adverse patient effects were reported.